Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that while in use on a patient "screen goes dark then restarts". As a result, the pump was exchanged for another pump. No report of patient harm or injury. The patient status is unknown.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "screen goes dark than restart" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the expedited quality review (eqr)/service report, the cpm board was replaced. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that while in use on a patient "screen goes dark then restarts". As a result, the pump was exchanged for another pump. No report of patient harm or injury. The patient status is unknown.